Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. No additional information was provided. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.